Event description:
During a laparoscopic procedure, the clip applier was inserted into the device and the seal came away and dropped into the patient. The surgeon tried to find it laparoscpically but could not find the missing seal. He then performed a laparotomy and the missing seal was found in the sub-cutaneous fat of the patient. There was no further consequence to the patient reported.